Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient felt unwell and started vomiting. The cgm was reading 42 mg/dl while the bg was 500 mg/dl. The patient's family contacted dexcom to report the issue and request for a replacement sensor. On (B)(6) 2025, the patient felt a little better and stopped vomiting and did not feel sick. That same day, the bg readings were around 300 mg/dl (it is unclear if this was the cgm or bg value). Despite the continued insulin administration, the bg levels did not decrease. Later that evening, the patient began vomiting again. He continued to feel sick and was vomiting for the next 24 hours. He was, nauseous, ill and unable to stand or function during that period of 24 hours. On (B)(6) 2025 at approximately 4:00am, the patient's mother called an ambulance and the patient was taken to the hospital. At the hospital, the patient was admitted to the intensive care unit (ICU). While in the hospital, the patient was treated with an insulin drop and IV fluids for dehydration. The patient was diagnosed with diabetic ketoacidosis. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was still recovering from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025 at approximately 4:00am, the patient's mother called an ambulance and the patient was taken to the hospital." H2 correction

Event description:
On (B)(6) 2025 at approximately 4:00am, the patient's mother called an ambulance and the patient was taken to the hospital.